Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they used to charge the ins every week and they were fine, but the company rep told them to charge it once a month. They stayed in program 1, then they switched to program 2, they charged it on january and charged it again on february but they can't connect, so they start to recharge but it wouldn't stay. Patient stated that all the external devices were working properly except for the ins, and that they held the recharger over the ins for 3 days now, and but it only goes up to 30-40%. Patient had gotten error code 4101. Patient also stated that "it's" not working, the recharger would not stay on. Patient stated that the recharger won't stay on to get the ins fully charged, unless they hold it for 45 minutes, until it died or get the error message. Agent reviewed the error message and redirected them to the hcp. The patient got frustrated and asked for a company rep. Agent offered to email the rep, but they stated that they could not receive call from unregistered numbers. Agent offered nas number and patient refused stating that they are going to talk to their hcp about getting it replaced, because it is faulty with no fault of their own. Patient also mentioned that they will be registering complaint, and that they are now on battery number 3, and they are not satisfied. Agent did their best to document reported events.